Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tibial articular surface provisional was found fractured, worn and cracked. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Cmp-(B)(4). The follow-up report is being submitted to relay additional information. The following sections have been updated: the complaint is considered confirmed as the returned tasp was fractured on medial side of post and exhibited signs of repeated use (nicked or gouged). DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.